Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock. The physician suspected a potential electrode fracture and have had several previous consultations with this patient due to poor sensing and artifacts. The device data was provided to boston scientific technical services (ts) for review, and it was confirmed that the therapy was delivered due to over-sensed artifacts in the primary sensing vector. Additionally, there was evidence of decreased r-wave amplitude measurements, and an atrial fibrillation (af) episode showed baseline shifts with artifacts two minutes prior to the inappropriate shock. Ts explained that these artifacts were abnormal, and indicative of an impedance change within the s-ICD system. There was also evidence of wandering baselines in both the secondary and alternate vectors, which pointed towards an electrode integrity issue, as the primary vector was also unsuitable. Ts suggested that the electrode tip was potentially moving around the xiphoid, or perhaps there was a kink/sharp turn in the electrode body. Recently, the physician elected to surgically explant and replace the entire system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received an inappropriate shock. The physician suspected a potential electrode fracture and have had several previous consultations with this patient due to poor sensing and artifacts. The device data was provided to boston scientific technical services (ts) for review, and it was confirmed that the therapy was delivered due to over-sensed artifacts in the primary sensing vector. Additionally, there was evidence of decreased r-wave amplitude measurements, and an atrial fibrillation (af) episode showed baseline shifts with artifacts two minutes prior to the inappropriate shock. Ts explained that these artifacts were abnormal, and indicative of an impedance change within the s-ICD system. There was also evidence of wandering baselines in both the secondary and alternate vectors, which pointed towards an electrode integrity issue, as the primary vector was also unsuitable. Ts suggested that the electrode tip was potentially moving around the xiphoid, or perhaps there was a kink/sharp turn in the electrode body. Recently, the physician elected to surgically explant and replace the entire system to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A small portion of the outer insulation was observed to be melted, which was consistent with induced electrocautery damage during the explant procedure. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).